Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Low battery and power loss alarms due to j6 connector resistance issue. No unexpected replace battery now alerts or alarms noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer's insulin pump received replace battery alarm. The customer¿s blood glucose level was unknown. The customer did receive a low battery alert prior to the low battery alert. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was also advised to revert to healthcare professional plan until replacement arrives. The insulin pump will be returned for analysis.